Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds, which during x-ray examination was confirmed to be caused by a lead dislodgement. The physician decided to revise the lead. The lead remains in service. No additional adverse patient effects were reported.